Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# v010290, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# v006360, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient's death was a result of parkinson's disease and dementia progression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# v010290, implanted: (B)(6), product type: lead. Product ID: 3389s-40, lot# v006360, implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported 18 months ago a lead/loop came through the patient¿s thin skin on their head. The patient developed two sores and a staph infection. Due to this the patient was hospitalized and put on IV antibiotics (vancomycin) for six weeks, and was then put on two oral antibiotics after the IV finished. The infection was cleared up 11 months ago, however, it was noted the patient became allergic to the medication in the end. On (B)(6), the patient had brain surgery to fix the lead coming out of their skull. At the time of the lead removal the doctor said there were no signs of infection. Following surgery, the patient declined and experienced chronic aspiration pneumonia from swallowing liquids. The patient died on (B)(6). Relevant medical history includes parkinsons dual and movement disorders.